Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the distal shaft is partially separated from the collar. There are multiple kinks along the hypotube. Microscopic inspection revealed no additional damages.

Event description:
Reportable based on device analysis completed on 27jul2022. It was reported that the device was kinked. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal to below the knee artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, this device was delivered along the non-boston scientific guidewire, but there was a slight resistance when passed through. The guidezilla was then advanced up to the p1 area so that it would not come out from the tip of the sheath, and again, a microcatheter was used together and the lesion was successfully crossed. The non-boston scientific microcatheter was removed and a coyote balloon was delivered. There was a slight resistance at the port on the front side of the guide segment (located within the sheath), but the delivery of the balloon itself was able to perform, so an inflation of the lesion part was performed. After that, a resistance at the same position when the balloon was removed was noted. Angiography was performed and a partial inflation failure was confirmed, so an inflation was tried to perform with the same balloon. However, the resistance at the port on the front side of the guide segment has increased, and an improvement of the resistance was tried by pulling out the main unit in front, but it did not improve, so it was discontinued. The guide segment was removed, and a delivery was performed with the balloon alone. This device was removed, but a kink was confirmed near the port on the front side of the guide segment where the resistance has occurred during balloon delivery. The procedure was completed with another of the same device. There were no complications reported. However, device investigations revealed that the distal shaft is partially separated from the collar.